Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43mg/dl after a dinner bolus. No additional information was received regarding the resolution or actions taken following this event. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.